Event description:
Procedure: lap chole. According to the rptr: the surgeon used the device but it did not work properly. He had difficulty controlling the bleeding. It was a laparoscopic case that turned into an open cholecystectomy. The surgeon states there was no harm to the pt.

Manufacturer narrative:
(B)(4)